Event description:
A report was received that the patient underwent an ipg pocket revision due to the inability to charge the ipg.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient underwent an ipg pocket revision due to the inability to charge the ipg.